Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional information reported: the inr was in therapeutic range, the patient was compliant with medications, and had no other symptoms. No contributing factors were identified. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, and clinical symptom of elevated ldh and hematuria may be indicative of thrombus or other tissue fragments in the pump. Thrombus and associated clinical symptoms are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Independent pathology examination reported gross finding of mild to moderate abrasions of the lower housing ceramic surface and the matching inferior surface of the impeller. Materials noted on the superior surface of the impeller and ceramic surface of the upper house are grossly and histologically consistent with thrombosis. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was not confirmed via review of the controller log files since no log files were available. Analysis of the device revealed that the device failed to meet specifications; the device passed functional examination but failed dimensional verification and visual examination. Dimensional verification revealed the front housing disc curvature to be out of specification. However, per documentation, specifications and considering that the wet test passed power consumption, this deviation is not expected to impact the pump performance. Visual examination indicated scoring marks on the lower housing ceramic and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factors such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported the hospital staff that the patient was experiencing high ldh, hematuria, and high power. The pump was exchanged on (B)(6) 2015 and no obvious findings were noted with the pump. The patient was eventually discharged home on (B)(6) 2015 and is "doing fine".

Manufacturer narrative:
Additional information indicated that the event occurred on (B)(6) 2015 and the patient underwent pump exchange on (B)(6) 2015. The event was reported to have been resolved with the pump exchange. The primary investigator reported that the event was related to the hvad system and unrelated to the hvad procedure or to the patient's condition. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.